Event description:
The reporter was a father calling on behalf of his eight-year old daughter. He stated that they had rec'd three er1 messages. He said that one had been a procedure error. On the other two er1 messages, he reported that they had confirmed the confirmation dot and it appeared as dark or darker than 350 mg/dl on the color chart. No further info was provided, including the child's name.